Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for low, out of range svc hv lead impedance was observed. The svc was turned off. The lead remains implanted. The patient was stable and will continue to be monitored remotely.